Event description:
It was reported that the patient presented to the emergency room with hypotension, and an echocardiogram confirmed a pericardial effusion. The impedance measurements on the atrial lead were 399 ohms across multiple measurements. The patient later went into atrial fibrillation and the impedance was noted to be 361 ohms. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.